Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the atrial lead exhibited high threshold. Other electrical measurements were normal and the lead was implanted. One day after implant, the threshold was normal. The patient was doing well and was discharged.